Manufacturer narrative:
A ge field engineer has visited the site and will continue to investigate this issue. Patient information has been requested.

Event description:
It was reported that when the customer magnified and measured an image using the direct multi planar reformal session, the measurements were missing from the zoomed image in the viewer. No injury was reported. The concern is for possible misdiagnosis.